Manufacturer narrative:
D9 device returned: on 11 oct 2024. Investigation summary: one (1) used list# am6154, 10" was returned for evaluation. As received the tube was observed to be separated from adapter. No mating device was returned for evaluation. The sample was tested as per procedure and a no leaks were observed. The separated tube was analyzed through uv light and insufficient solvent was confirmed. Complaint of leaks cannot be confirmed or replicated. However, the probable cause of the tube separation was due to insufficient solvent applied, during manual process assembly in ensenada. A device history review could not be conducted because no lot number(s) was/were identified.

Event description:
The event occurred on an unspecified date involving a 10" (25 cm) appx 1.0 ml, smallbore ext set w/6-port nanoclave¿ manifold, check valve (orange, glow, blue, purple, yellow, green rings), nanoclave¿, luer lock where the customer reported that they received a report from nicu that the product was leaking at the site near the arrow and was discarded. It was also stated that they had experienced 2 incidents of leaking manifolds at the bonded joint. There was unknown patient involvement, unknown human harm and unknown delay in therapy.

Manufacturer narrative:
The device is available for evaluation- it has not been received.